Event description:
One surgeon implanted the device and the pt experienced a high fever within 12 hours. The pt became very ill. Csf cultures were taken and no bacterial infection was found. Steroids were given. The shunt is still in the pt. A tunneler 990-010 was also used. This current MDR is linked to MDR# 9612007-2006-00009.